Event description:
It was reported by the customer that, the fluid leak from the connection between taper connector and catheter. No patient harm reported, no other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak from the connector of a groshong connector is confirmed. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and the catheter was returned separated from the nxt two-piece connector. The distal piece of the groshong connector was bisected longitudinally to further assess the state of the device. A microscopic observation of the longitudinally bisected distal piece of the groshong connector revealed the compression sleeve inside the device to be advanced without any remaining fragment of catheter inside the advanced compression sleeve. Advancement of the compression sleeve without any remaining catheter inside the groshong connector is indicative of the catheter not being fully inserted into the connector during assembly of the device. The complaint of a leaking catheter at the junction of the catheter and the groshong connector is confirmed. Ensuring the groshong catheter is fully inserted into the two-piece connector as stated in the IFU will help reduce these types of failures.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that, the fluid leak from the connection between taper connector and catheter. No patient harm reported, no other information was provided.